Event description:
We received a report that during the implantation of an intraocular lens (iol), the doctor changed his mind regarding the diopter power he wanted to implant. The incision was enlarged a little and the iol was removed and replaced with a iol with a 0.50 diopter difference. No quality issue with the iol was reported.

Manufacturer narrative:
Visual inspection of the intraocular lens at the manufacturing site revealed that the lens was received cut in half, and a small piece of the intraocular lens (iol) was chipped off that may be related to the insertion process. Visual inspection also revealed particles and fibers on the optic body of the lens associated with the handling of the lens in a non-sterile environment. It was also revealed that one of the haptics was slightly damaged/distorted. The condition of the returned lens is consistent with a lens that has been inserted and removed from the eye. At the manufacturing final inspection process, lenses are 100% inspected at 10x microscope magnification to examine for cosmetic and haptic defects. Manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.